Event description:
It was reported that during a minimally invasive chevron akin (mica) surgery, the screwdriver broke while inserting the screw. All broken pieces of the damaged instrument were removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8741-40, 3.5 mm beveled ft driver, cannulated, t10 hexalobe, serial/batch number (B)(6), was received for investigation. - upon visual inspection, it was noted that the hex tip had broken off. - no fragments were returned for evaluation. - no functional testing was performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process. - the complaint allegation is confirmed. - refer to investigation photos.